Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated that the insulin pump's batteries do not last long enough. He also said that the insulin pump will turn off or deliver too much insulin, causing the customer's blood glucose levels to be too low. The display did not return. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).